Event description:
It was reported that the ventilator had error code 110b proximal pressure sensor auto zero failure. The device was being set up for patient use. No patient harm was noted. The customer spoke with a philips remote service engineer (rse). The customer stated the device had not been serviced prior to the incident. The customer requested to have a philips field service engineer dispatched to the customer site.

Manufacturer narrative:
The field service engineer observed that the ribbon cable was unplugged which was the cause of the issue. The ribbon cable was plugged back in, and the device passed all tests.